Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected pneumatics assembly for further evaluation. An investigation was performed and identified the root cause of the reported issue was due to defective pr4 regulator within the assembly. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Carefusion (cfn) failure analysis lab reported to have confirmed the customer's reported complaint. The cfn failure analysis technician replaced a new pneumatic pressurized unit after investigating the pneumatic unit was at fault. The cfn failure analysis technician was able to calibrate the suspect device to zero span and is meeting all factory specifications. Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported being unable to get the zero lower while using the 3100 high frequency oscillating ventilator (hfov). The customer reported replacing the transducer but the issue did not resolve. The customer reported the displayed map reading on the panel meter matches the hand-held external meter at two (high). The customer has sent the suspect device to the carefusion (cfn) failure analysis lab for evaluation and repair. The customer reported no patient involvement associated with the event.